Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient charged the ipg once and the paddle of the charger made the ipg pocket hot, and it took 30 minutes after charging for the area to cool down. In addition, it was harder to locate the ipg with the charger. The sjm representative suggested the patient use the belt during charging, and a new charger was sent to the patient. Follow up identified the patient's system was working well, and the heating issue had resolved with the use of the new charger.